Event description:
On 5-may-2021, customer had initially reported being unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced loss of consciousness and tiredness. Customer further reported that he did not treat himself with any other medication other than his regular medication for diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated. Visual inspected was performed on the reader and no issues were observed. The reader did not turn power on with button, strip insertion or usb cable. Further investigation was performed and upon visual inspection of the pcba (printed circuit board assembly), liquid contamination was observed. Therefore, this issue is not confirmed to use. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported being unable to test due to the adc freestyle libre 2 reader not powering on with button press or test strip insertion. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement product, he was unable to test and therefore experienced loss of consciousness and tiredness. Customer further reported that he did not treat himself with any other medication other than his regular medication for diabetes. There was no report of death or permanent injury associated with this event.